Event description:
It was reported that a healthcare provider (hcp) had several instances encountered where there was an occlusion of the catheter due to a "schmutz", or soft tan material which can clog the catheter. No other specific information was provided regarding the multiple encounters. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).